Event description:
It was reported that the user experienced difficulty attaching the connector to the ilet during a supply change when the cartridge was filled with insulin, despite being able to attach the connector when no cartridge was installed; multiple cartridge and connector changes were attempted, and successful attachment occurred after using a new cartridge and new connector, after which insulin delivery resumed. Symptoms included no reported adverse clinical effects and a reported blood glucose of 100 mg/dl. Outcomes included no clinical impact, no alarms, and no interruption of therapy after successful troubleshooting. Investigation included guided troubleshooting and user education, including rewinding, replacing cartridges and connectors, and repeating the attachment process. Investigation of this case revealed that the issue was consistent with a supply interface or connection difficulty involving the connector and cartridge that was resolved by replacing the components. It was concluded, based on previously established findings for similar reports, that the cause was probable component incompatibility or user handling error during the connection process.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.